Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as it had to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware of the event.